Manufacturer narrative:
(B)(4) igtcfs-65-1-jug-tulip. Investigation is still in progress.

Event description:
Description according to study: global study (12-018), (B)(6), grade 3 filter leg interaction with ivc wall. On (B)(6) 2015, an attempt was made to retrieve the filter because it was no longer clinically needed. Thrombus was not present in the filter and no filter legs appeared outside the column of contrast before retrieval. Retrieval was attempted endovascularly with a gunther tulip&#10258;retrieval set, a cloversnare retrieval snare, and an amplatz gooseneck snare via the right internal jugular vein. The physician had major difficulty attempting to retrieve the filter. Additional devices utilized included forceps via the common femoral vein. The filter was not endovascularly retrievable because the physician was unable to grasp the filter as the hook was oriented towards and embedded in the vessel wall. On (B)(6) 2016 (387 days post-procedure), the twelve-month follow-up clinical assessment, ultrasound, CT of the abdomen and pelvis with intravenous contrast, and x-ray were completed. The retrieval procedure was not scheduled, the reason has been queried. The patient was taking aspirin. Since the last contact, the patient had not experienced a reportable event. The ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or bilateral lower extremities. The CT of the abdomen and pelvis with intravenous contrast revealed no evidence of filter embolization. Filter leg interaction with the ivc wall was noted to be a grade 2. These imaging results were not associated with clinical sequelae, intervention/treatment, or lead to filter retrieval. Core lab analysis revealed two grade1 filter legs, and no grade 2 filter legs. Three grade 3 filter legs affected the duodenum and lymph nodes. None of the grade 3 filter legs were associated with hemorrhage, hematoma formation, or other clinical findings at the perforation/puncture sites. Patient outcome: the patient remains in the study.

Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-jug-tulip. Summary of investigational findings: multiple images from the attempted retrieval demonstrate the filter acquiring a significant rightward tilt of 17 degrees, increased from the placement x-ray of less than 6°. The initial venogram demonstrates the hook of the ivc filter abutting the right wall of the ivc, at the ostium of the right renal vein. Different complex retrieval attempts were attempted, causing the filter to become further engaged with the right renal vein with slight cranial migration of the entire filter. Despite very aggressive maneuvers at no point did the sheath ever appear to completely engage the proximal hook or neck of the filter. At the conclusion of the attempted removal the filter was distorted and the rightward angle increased, with at least one of the secondary struts demonstrating an abnormal configuration and is likely fractured and the primary filter feet not fully expanded. At no point in that retrieval was any extravasation observed. The follow-up imaging including a CT scan demonstrate progressive tilt of the ivc filter with persistent findings of the hook demonstrating grade 2 interaction with the cranial aspect of the right renal vein and multiple grade 3 interactions with the primary filter feet abutting the duodenum, aortic lymph node and the vertebral body. This progressive tilting and progressive penetration of both the hook and the feet is likely in part due to the altered dynamics do to the rightward angulation present at the conclusion of the attempted filter removal. The cause of the initial tilt observed between the placement radiograph and the retrieval photography is uncertain, as the ivc was normal in size and of normal configuration. It is assessed that this distortion and fracture of one secondary strut is related to the aggressive maneuvers to retrieve the filter. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter retrieval it is occasionally difficult. Several case reports published in articles, describe successful retrievals of filters by advanced retrieval techniques. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. Fracture of the wire it is a known risk in relation to an implanted filter and reported in the published scientific literature. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to study: (B)(6) study, patient (B)(6), grade 3 filter leg interaction with ivc wall. On (B)(6) 2015, an attempt was made to retrieve the filter because it was no longer clinically needed. Thrombus was not present in the filter and no filter legs appeared outside the column of contrast before retrieval. Retrieval was attempted endovascularly with a gunther tulip¿ retrieval set, a cloversnare¿ retrieval snare, and an amplatz gooseneck snare via the right internal jugular vein. The physician had major difficulty attempting to retrieve the filter. Additional devices utilized included forceps via the common femoral vein. The filter was not endovascularly retrievable because the physician was unable to grasp the filter as the hook was oriented towards and embedded in the vessel wall. On (B)(6) 2016 (387 days post-procedure), the twelve-month follow-up clinical assessment, ultrasound, CT of the abdomen and pelvis with intravenous contrast, and x-ray were completed. The retrieval procedure was not scheduled, the reason has been queried. The patient was taking aspirin. Since the last contact, the patient had not experienced a reportable event. The ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or bilateral lower extremities. The CT of the abdomen and pelvis with intravenous contrast revealed no evidence of filter embolization. Filter leg interaction with the ivc wall was noted to be a grade 2. These imaging results were not associated with clinical sequelae, intervention/treatment, or lead to filter retrieval. Core lab analysis revealed two grade1 filter legs, and no grade 2 filter legs. Three grade 3 filter legs affected the duodenum and lymph nodes. None of the grade 3 filter legs were associated with hemorrhage, hematoma formation, or other clinical findings at the perforation/puncture sites. Patient outcome: the patient remains in the study.